Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 800 mg/dl. A correction bolus via the pump and insulin injection was administered to address elevated bg. The contact was not sure what caused the elevated bg; however, alleged the pump was at fault. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and fluids. The customer's discharged date was not provided. Although multiple attempts were made to obtain additional information, the contact did not reply.